Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions were verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the malfunction was reset. In addition, the pump declared multiple temperature alarms. The pump was not exposed to abnormal temperature conditions. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.